Event description:
A malfunction was reported on the pump by the caller, who noted that there were no notable events preceding the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions on how to reset the pump, assisted the caller in doing so, and the malfunction did not recur afterwards. The customer was advised to continue using the pump and to contact support again if the issue reappears.